Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant device is expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lead spd technician gave a peel of pack defective instruments. Four t8 star-drive, one t-handle with quick connect, and one 2.0/2.4 depth gauge. Three of the t8 star-drive are twisted, on e star-drive and the t-handle will not come apart, and the depth gauge is broken. It was unknown how the issue was discovered. It was unknown of there was patient involvement. This complaint involves six (6) devices. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This report is 6 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 319.006. Synthes lot # 7746885. Supplier lot # na. Release to warehouse date: 28 jul 2014. Manufactured by synthes jennersville. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge f/scr ø2+2.4 meas-range up-t (p/n: 319.006, lot #: 7746885) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component was broken. Additionally scratches from field usage were observed on the device. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: dimensional analysis cannot be performed due to post-manufacturing damage. Document/specification review: the following documents were reviewed: current and manufactured no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.